Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 9203869. D.4. Medical device expiration date: 12/31/2020. H.4. Device manufacture date: 7/22/2019. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/4/2020. H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for cocked stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and cocked stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use the stopper was discovered to be deformed and would not fit tube with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: when detached, shield or stopper was deformed and didn't fit to the tube.

Manufacturer narrative:
Medical device lot #: 9203864 was reported, however, this is not a manufactured lot # for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use the stopper was discovered to be deformed and would not fit tube with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when detached, shield or stopper was deformed and didn't fit to the tube.